Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: during incoming inspection a leakage was found in jet tube, g-packing (grip packing ring )was loose, circuit board unit in suction connector had corrosion due to water leakage, scope connector case unit had corrosion due to water leakage, plug unit has corrosion due to water leakage, due to corrosion on plug unit, e315 (scope err unsupported scope) occurred, due to damage on j-tube, water tightness was lost, due to wear of angle wire, bending angle in down direction did not meet the standard value, image guide protector had stain, c-cover (plastic distal end cover) had a chip, connecting tube had a scratch, due to clogging of jet tube in control unit, water cannot be supplied, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope might have possible water in the scope and error code e315 was displayed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the air water tube and jet tube had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. B5, h4, and h6 have been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the device was returned to olympus without reprocessing at the user facility. The suggested events are detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
There was also foreign material found in the air/water cylinder.